Manufacturer narrative:
This report is submitted on february 15, 2021.

Event description:
Per the clinic, the patient experienced persistent infection (pseudomonas) and wound dehiscence, and was treated with intravenous and oral antibiotics. The site was surgically revised in (B)(6) 2020 (specific date not reported); however, the issue could not be resolved. The device was explanted on (B)(6) 2020. The patient has not been reimplanted with a new device as of the date of this report.